Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous capacitor was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for a remote follow up via merlin.net an implantable cardioverter defibrillator that exhibited premature battery depletion due to abnormally high current drain. The patient presented in clinic on (B)(6) 2022 with dizziness upon standing, and was tested positive for covid. Electrocardiogram device interrogation revealed normal functionality. Device replacement was discussed and scheduled. The patient was discharged.

Event description:
New information received noted that the device was explanted and replaced. The patient was in stable condition throughout.